Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that there was water on the pump and a crack by the buttons and on the corner by the reservoir. Customer's blood glucose level was 139 mg/dl. Customer noticed the buttons weren't working when she tried to bolus. Customer took off the pump and left it on the counter face down where there was water. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.